Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had issues with right heart failure post lvad implant so an acute blood pump system (rvad) was placed. The patient was doing well and then started to have a slight increase in lactate dehydrogenase (ldh) 2 days prior to the rvad being removed. After rvad removal, the patient started to have an increase in heart failure symptoms. Ldh continued to climb to 1092 and pf at 30. The patient was started on integrilin and heparin gtt and levels came down slightly on the gtts. The ldh then started to rise again and a ramp echo was performed which showed that the aorta was not closing at 12,000 rpm's. The patient was then started in tpa localized to the pump. The patient suffered an ischemic stroke that caused the patient to have facial drooping and left lower extremity hemiparesis. The patient continues to be monitored. No alarms were reported.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation as the patient remains on going with the implanted device. No further issues have been reported. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer' investigation is completed.